Manufacturer narrative:
This report will be updated when additional information is received. Engineering analysis of the device data confirmed the device was depleting prematurely. However, the root cause of the premature battery depletion cannot be confirmed without a returned product. It should be noted that boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a decrease in the remaining longevity, from 51% about five months ago to1% currently. Premature battery depletion was suspected and technical services reviewed the available device data in the remote monitoring system. Engineering analysis confirmed the device was depleting prematurely due to an abnormal increase in power consumption, and device replacement was recommended for within 60 days. It was noted that elective replacement indicator (eri) battery status would be triggered soon. The device had sufficient reserve to deliver at least 6 shocks before charge times exceed 15 seconds if the device is replaced within 60 days. No adverse patient effects were reported. The device remains implanted and in service. The device was explanted and replaced the following month. No additional adverse patient effects were reported. The explanted device was not returned for analysis. The sales representative made multiple attempts to obtain the location of the explanted device but no information was available. A supplemental report will be submitted should the device be received.

Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a decrease in the remaining longevity, from 51% about five months ago to1% currently. Premature battery depletion was suspected and technical services reviewed the available device data in the remote monitoring system. Engineering analysis confirmed the device was depleting prematurely due to an abnormal increase in power consumption, and device replacement was recommended for within 60 days. It was noted that elective replacement indicator (eri) battery status would be triggered soon. The device had sufficient reserve to deliver at least 6 shocks before charge times exceed 15 seconds if the device is replaced within 60 days. No adverse patient effects were reported. The device remains implanted and in service.